Manufacturer narrative:
The investigation is ongoing.

Event description:
There was a complaint of a questionable elecsys troponin t hs result for 1 patient tested with a cobas 8000 e801 module. The questionable result was not reported outside the laboratory. The patient¿s initial result was 31.1 ng/l; the repeat was 37.4 ng/l. The elecsys troponin t hs used was lot 530951 and had an expiration date of 31-jul-2022.

Manufacturer narrative:
Fields d1 - d4, g1, and g5 updated. A third result of 17 ng/l was provided from the complained sample. This test was performed on the same day of the event ((B)(6) 2021) a few hours later. The third result was from a different e801. The customer believes this result to be correct. Qc and calibration met acceptance criteria. The alarm trace found multiple sample probe abnormal aspiration alarms. These are possible indicators of poor sample quality. The investigation did not identify a product problem. The cause of the event could not be determined.